Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. The review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Difficulty walking [gait disturbance]. Knee pain [arthralgia]. Case description: information was received 11/09/2008 and 11/10/2008 regarding a (B)(6) female patient, (B)(6), with a history of arthritis, who experienced excruciating knee pain, sub-therapeutic response, and difficulty walking after starting synvisc. The patient received a synvisc injection in the right knee in late (B)(6) 2008 or early (B)(6) 2008, followed by injections in both knees the following two weeks and a final injection in the left knee on (B)(6) 2008. The patient experienced excruciating pain in both knees, making it difficult to walk, beginning with the first synvisc injection that has never resolved. The patient has used motrin (ibuprofen) and ice to treat the knee pain. At the time of this report, the patient's outcome was not yet recovered. Additional information was received from the consumer on (B)(6) 2008. The patient reported that her physician gave her cortisone on an unspecified date to relieve her pain and it helped. The patient felt no pain when her doctor injected her. The patient reported that previously with the synvisc injector she had to ask for "novocaine" the second time and was given "lanocane"" when injected and it was still excruciating. The patient stated that she suffered 16 painful weeks because of synvisc or inadequate care and did not walk for 12 weeks and needed assistance.